Event description:
During a pediatric neurosurgery procedure, the manufacturer-supplied screw pin securing a mayfield® infinity xr2 skull clamp (a2114) to the accompanying mayfield® infinity xr2 base unit (a2079) unexpectedly broke and separated at the point where the screw threads meets the pin shaft. As a result, the skull clamp tilted off the base and the patient's head descended rapidly 3-4 inches before the surgeon was able to manually stabilize the clamp. The procedure was completed using an alternate head stabilizing device. The patient suffered no detectable harm in this case, but the event could have led to serious patient harm. Manufacturer response for mayfield® infinity xr2 base unit, mayfield (per site reporter). The manufacturer supplied a replacement pin that is reportedly stronger than the pin that failed.